Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was high, out-of-range pacing impedance on this right ventricular (rv) lead. The lead was surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. No adverse patient effects were reported.